Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center displayed a b30 error (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also fund that the device battery was drained, video connector did not work, there was internal dust accumulation, and a e124 error code indicating that the circuit around the internal buffer was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.